Event description:
The facility's biomed dept reported that "the pump started to smoke while on pt". The clinical setting informed biomed that the device had a burning smell and was very hot to the touch. The pump was being used when the reported event occurred. According to director of biomed dept, no pt injury, no user injury, and no medical intervention have been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved.